Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The user opened the package of the stone extractor, actuated the handle and found a wire of the basket was broken. Another stone extractor was used instead for the procedure.